Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/initial reporter establishment name: (B)(6) hospital-documented here due to character limitation in respective field.

Event description:
It was reported that during cleaning, when brushing the forceps channel of the colonovideoscope, an unidentified red substance adhered and could not be completely removed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed red foreign material at the brush part of the cleaning brush enclosed with the actual device. Component analysis of the red material detected polyethylene and polypropylene, and the material was presumed to have originated from ointment, grease, or similar substances synthesized in polyethylene and polypropylene; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: cf-hq290i reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h4, h6, h11

Event description:
No additional information received from the customer